Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error and keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer states numbers kept scrolling and started approximately 3 to 4 days ago and button error alarm occured yesterday. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, no numbers scrolling up and no moisture damage on the electronic or motor assembly noted. The insulin pump has cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.